Event description:
Customer reported receiving an error 6 in their precision xtra blood glucose meter. The customer then reported the date and time settings in their meter were not set correctly, and they additionally reported being a user of the precision link data management system. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.